Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are at the end of their treatment, but they are not happy with the end results. Now they have an overbite that wasn't there before. Also, now too much of their bite is resting on a few teeth on the left side of their mouth.